Manufacturer narrative:
The manufacturer previously submitted receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. During the evaluation of the device at third-party service center, an error code was found in the ventilator's downloaded error log. The device's system board needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.